Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a different lead. No additional patient adverse effects were reported.